Event description:
Account stated that the knee and head will not raise. I ask him to try this incalibration. Bed still did not work in calibration, I ask account to swap the head up coil with the head hi/low up, and use the hi/low up switch to run the head up. Account stated that the head still would not go up. I told him to change the head up valve. Repair has not been completed at this time.